Event description:
Customer complaint ((B)(4)) received for failed run with donorscreen-hla class I and class ii assay (dsi+ii) lot 3002728a for assay run on (B)(6) 2016. Technical support reviewed customer's data from the failed assay and determined that negative serum control-class I value (0.176) did not meet quality control criteria. According to the instructions for use (IFU), donorscreen-hla class I assay control requirements are mean of pc >= 1.500 and mean of nc >= 0.040 and <= 0.150. Customer confirmed that staff runs full plates. Failed assay would result in customer having to repeat testing, so there is no harm to patient but rather a delay in results. This failure mode, where increased negative serum control-class I value resulted in invalid assay, was identified during investigation for a prior complaint ((B)(4)) for donorscreen-hla lot 3002728a. Investigation for (B)(4) confirmed that only full plates with lot 3002728a exhibited this failure. A field action (market withdrawal; immucor gti diagnostics inc. Internal #(B)(4)) was initiated on 07-28-2016, for donorscreen-hla assay lot 3002728a and the additional reagents packaging lot 3002728b, due to product malfunction. Us FDA was notified of the field action on 07-28-2016. Email response was received from FDA on 08-02-2016 evaluating the field action as market withdrawal, with no additional reporting required. An MDR (MFR report # 2183608-2016-00003) was submitted to us FDA on 08-04-2016, for complaint (B)(4). (B)(4) has been initiated to correct and prevent recurrence of this issue. Customer was asked to discard remaining kits of donorscreen-hla lot 3002728a/b. Customer reported that they discontinued using the lot and did not report results due to assay failure. Customer was sent 2 replacement kits, as requested.

Event description:
(B)(4).